Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) reminded that this was an intrinsic beat and discussed most recent value. Also, ts stated that the only way to get rid of the alert was to turn off the alert or turn off the dm completely. Moreover, ts suggested an xray to evaluate lead position. A fair amount of premature ventricular contraction (pvc)'s was also noted. This lead remains in service. No adverse patient effects were reported.